Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was returned with the short sheath. Visual inspection revealed that the balloon was approximately 76.0cm from its proximal end. The balloon was ripped 360 degree around itself, from its proximal side and had rolled over its distal tip section. The distal tip was covered with the balloon, there was a lot of blood in the balloon and was then flushed with water. No other anomalies were observed. Functional testing could not be performed due to the damage on the device. Information available indicated that resistance was experienced during use and the presence of blood is an indication that continuous flush was not maintained. Per the device dfu: never advance or torque catheter against resistance without careful assessment of cause of resistance using fluoroscopy. If cause cannot be determined, withdraw catheter. Movement against resistance may result in damage to vessel or catheter. To prevent thrombus formation and contrast media crystal formation, maintain a constant infusion of appropriate flush solution through guide catheter lumen.¿ based on the information available, an assignable cause of use error was assigned to this event.

Event description:
It was reported that when the balloon was removed from the patient after the procedure was completed, it was found to be torn. There were no reported clinical consequences to the patient.

Event description:
It was reported that when the balloon was removed from the patient after the procedure was completed, it was found to be torn. There were no reported clinical consequences to the patient.